Event description:
It was reported to boston scientific corporation that a truetome 44 was delivered by the carrier to the customer. The exact event date was unknown. Upon organizing of the devices, it was noticed that a hair was found inside the sealed package of this truetome device. This device was separated as it will not be used. There was no procedure involved and the device was not used in the patient. No further information has been obtained despite good faith efforts. Note: photos of the complaint device, sealed inside its original pouch, were provided by the customer and showed a strand of hair inside the packaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device.

Event description:
It was reported to boston scientific corporation that a truetome 44 was delivered by the carrier to the customer. The exact event date was unknown. Upon organizing of the devices, it was noticed that a hair was found inside the sealed package of this truetome device. This device was separated as it will not be used. There was no procedure involved and the device was not used in the patient. No further information has been obtained despite good faith efforts. Note: photos of the complaint device, sealed inside its original pouch, were provided by the customer and showed a strand of hair inside the packaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the device was sealed in an unopened pouch, and looked like a hair was inside the pouch, which is consistent with the findings when the device was observed under magnification and per media inspection. No other problems with the device were noted. The reported event of foreign material (hair) present in the packaging of the device was confirmed. Upon analysis, it was found that there was a foreign material (hair) inside the sealed pouch. It was determined that the cause was related with a manufacturing deficiency. Based on all gathered information, the most probable root cause of this complaint is manufacturing deficiency. An investigation to address this problem has been opened.